Event description:
It was reported that, poly wear was present so an exchange of the liner and head was performed.

Manufacturer narrative:
Method - review of device history, complaint history. An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting database from 2004 to present was reviewed for similar reported events regarding poly wear. There have been no other events for the reported lot ID. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.